Manufacturer narrative:
The device history record review could not be performed because the lot number of the device is not known. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the patient suffered a more serious, debilitating stroke two months after placement of the subject stent. No other information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown.

Event description:
It was reported that the patient suffered a more serious, debilitating stroke two months after placement of the subject stent. No other information is available.